Event description:
Complainant alleged that during a routine shift check by a clinician, the device did nto recognize the paddles. Device works with the malfunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.